Event description:
During a telephone visit with the patient on (B)(6) 2025, the surgeon recommended the patient undergo revision tka for knee pain. During a prior visit on (B)(6) 2025, the x-rays showed well-fixed tibial and femoral components, but the physician believes a polyethylene augment (implanted (B)(6) 2022) may be causing pain.